Manufacturer narrative:
The navio handpiece p/n 110137, s/n (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with a handpiece wiring short. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment. Per complaint details from the united kingdom, it was reported that during a navio assisted tka surgery they received a homing error. They tried restarting and received 400000000 pfs control hardware failure error. The procedure was completed, with a delay (less than 30 minutes) changing to manual instrumentation. Based on the information provided, no patient harm or injury resulted from the conversion to manual instrumentation. There were no additional interventions reported due to the event. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio assisted tka surgery the navio handpiece received a homing error. They tried restarting and received 400000000 pfs control hardware failure error. The procedure was completed, with a delay (less than 30 minutes) changing to manual procedure. Patient was not harmed as consequence of this problem. On inspection red led not illuminated on siu daughterboard, suspected navio handpiece wiring short.